Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). There was no blood on the device as received. The implant was received connected to the core wire undeployed in the wds. The hub, shaft, tip, core wire, and implant were examined. Kinks were found 21.5cm and 40cm from the tip. The implant was deployed during analysis and measured. The implant was found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was performed by prepping the device per the dfu. Water was pushed and pulled through the device valve with a connected syringe several times. Air bubbles could be observed during vigorous negative syringe pressure, however gentle syringe cycling (consistent with the instruction per the dfu) did not present any air bubbles. The hub was cracked near the hemostatic valve during functional testing due to the force and handling of the device during testing. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks were attributable to handling of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported there was air in the device. A left atrial appendage (laa) procedure was being performed. During preparation of this 24mm watchman ® laa closure device & delivery system, the device continued to entrap air. The device was not used. The procedure was completed with a different device with no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was air in the device. A left atrial appendage (laa) procedure was being performed. During preparation of this 24mm watchman laa closure device and delivery system, the device continued to entrap air. The device was not used. The procedure was completed with a different device with no patient complications reported.